Event description:
The issues appear to have been that there was urine leaking around the foleys. The markings indicated that the balloon was to be filled with 10 cc. Apparently several days after insertion and as time passed the urine began to leak around foleys. Balloon solution was withdrawn and reinserted 10 cc. The main foley 12 cc was inserted and when continued leaking around urethra when solution removed from the balloon only 9 ccs were recovered. Same nurse had both patients and after some concern reported issues to manager/education specialist. Foleys were apparently secured/saved and later submitted to quality in biohazard bags and then given to warehouse for company rep. Manufacturer response for 1-foley 1-foley with temp probe, brankex 16 f 10ml balloon (per site reporter). Warehouse manager out of office, do not know what they reported/responded with.